Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2019 with the implant of afx2 bifurcated stent graft, an afx vela suprarenal and an ovation ix extender. This initial procedure is outside of the indications of use (off-label) due to the use of adjunctive devices not compatible with the afx2 system. On (B)(6) 2023, routine follow-up computed tomography scan identified aneurysm growth of 5cm that appears stable and a possible type iiib endoleak near the bifurcation of the afx2. Reintervention is scheduled for 08/04/2023. The patient is in stable condition. After the initial report, reintervention was completed on (B)(6) 2023, with the implant of an afx2 bifurcated stent graft, an afx vela suprarenal and two (2) ovation ix extenders. The type iiib endoleak was successfully sealed. Patient was stable post-procedure.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the distal main body and additional endovascular procedure complaints are confirmed. The aneurysm enlargement complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. It should be noted that the initial procedure was outside of the indications of use (off-label) due to the use of adjunctive device (ovation right common iliac artery limb extension) not being compatible with the afx2 system; however, it is unlikely this contributed to the reported events. Device, or anatomy relatedness of this complaint could not be determined. No procedure related harms for this complaint were identified. The final patient status was reported discharged home on postoperative day 3 in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. B2: outcomes attributed to ae - updated b5: describe event or problem - updated g4: awareness date - updated h6: health effect - impact code - remove code 4614 h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2019 with the implant of afx2 bifurcated stent graft, an afx vela suprarenal and an ovation ix extender. This initial procedure is outside of the indications of use (off-label) due to the use of adjunctive devices not compatible with the afx2 system. On (B)(6) 2023, endologix was notified that the recent computed tomography scan identified aneurysm growth of 5cm that appears stable and a possible type iiib endoleak near the bifurcation of the afx2. Reintervention is scheduled for (B)(6) 2023.